Manufacturer narrative:
Conclusion: the complaint investigation is unconfirmed. The complaint sample was not returned for eval. Without the complaint sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. Possible causes of this type of complaint are over inflation or not deflating the balloon completely before removal. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify the balloon does not leak. A review of the mfg records indicated that all of the device spec and quality requirements were satisfied. The instructions for use state: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon to rupture and potential inability to withdraw the catheter through the introducer sheath." This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The balloon burst during the procedure.